Event description:
It was reported that the battery depleted due to high left ventricular threshold, and the device was noted to be at eri (elective replacement indicator). It was noted that the threshold was always high and was the result of poor patient anatomy. The device was explanted and replaced and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is < 80% of 99.9% longevity limit.